Event description:
It was reported to boston scientific corporation on (B)(6)2009, that a cre balloon catheter device was used during a esophagogastroduodenoscopy procedure with dilation. According to the complainant, during the procedure the balloon ruptured while inside the patient. The balloon stayed intact. The procedure was completed with another cre balloon catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).